Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was unable to be interrogated. The patient was indicated to have not been followed since the device was implanted in 2018. Boston scientific technical services (ts) provided device interrogation troubleshooting guidance to the healthcare provider (hcp). The hcp noted they were able to achieve tones from the device when a magnet was applied but they tried interrogating the device with multiple programmers as well as alternate programmer wands with no success. The hcp also tried changing rooms. The patient was indicated to have no equipment connected to them and all other electronic items that could be possible sources of electromagnetic interference were unplugged from their power sources. Additional troubleshooting methods were also attempted but with no success. Ts explained to the hcp that if they cannot communicate with the device, the patient should be considered unprotected. The hcp indicated they would be discussing next steps with the physician. Subsequent information provided by the boston scientific representative indicated that the device was never able to be successfully interrogated and the patient elected to not have the device replaced. The device remains implanted. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was unable to be interrogated. The patient was indicated to have not been followed since the device was implanted in 2018. Boston scientific technical services (ts) provided device interrogation troubleshooting guidance to the healthcare provider (hcp). The hcp noted they were able to achieve tones from the device when a magnet was applied but they tried interrogating the device with multiple programmers as well as alternate programmer wands with no success. The hcp also tried changing rooms. The patient was indicated to have no equipment connected to them and all other electronic items that could be possible sources of electromagnetic interference were unplugged from their power sources. Additional troubleshooting methods were also attempted but with no success. Ts explained to the hcp that if they cannot communicate with the device, the patient should be considered unprotected. The hcp indicated they would be discussing next steps with the physician. Subsequent information provided by the boston scientific representative indicated that the device was never able to be successfully interrogated and the patient elected to not have the device replaced. The device remains implanted. No patient symptoms or adverse patient effects were reported.the ICD device was subsequent explanted and replaced approximately one month later. It was noted that the device was still unable to be interrogated and there were also no device tones observed. In addition, during the surgical procedure, the physician was using cautery to remove the device and the patient received a device shock. Boston scientific technical services indicated that they suspect there is an issue with the device antenna and telemetry but the device is still capable of detection. The surgical procedure was successfully completed and the device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was unable to be interrogated. The patient was indicated to have not been followed since the device was implanted in 2018. Boston scientific technical services (ts) provided device interrogation troubleshooting guidance to the healthcare provider (hcp). The hcp noted they were able to achieve tones from the device when a magnet was applied but they tried interrogating the device with multiple programmers as well as alternate programmer wands with no success. The hcp also tried changing rooms. The patient was indicated to have no equipment connected to them and all other electronic items that could be possible sources of electromagnetic interference were unplugged from their power sources. Additional troubleshooting methods were also attempted but with no success. Ts explained to the hcp that if they cannot communicate with the device, the patient should be considered unprotected. The hcp indicated they would be discussing next steps with the physician. Subsequent information provided by the boston scientific representative indicated that the device was never able to be successfully interrogated and the patient elected to not have the device replaced. The device remains implanted. No patient symptoms or adverse patient effects were reported. The ICD device was subsequent explanted and replaced approximately one month later. It was noted that the device was still unable to be interrogated and there were also no device tones observed. In addition, during the surgical procedure, the physician was using cautery to remove the device and the patient received a device shock. Boston scientific technical services indicated that they suspect there is an issue with the device antenna and telemetry but the device is still capable of detection. The surgical procedure was successfully completed and the device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device exhibited no telemetry when analysis was started. Benchtop testing of the device was performed. The device was noted to be pacing at a rate of 40 beats per minute, which indicates that the device was active and supported full device function. The titanium case was cut for opening and before separating the case halves, and normal telemetry operations were observed. The titanium case was then opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The observed current drain was normal and telemetry operations were normal with external power applied. Firmware was downloaded into the device memory. The integrated circuit (ic) assembly communicated normally with the programmer. The ic assembly was then left under external power overnight and telemetry operations were observed to be normal the next day. Measurements taken from the telemetry coil and telemetry components were also normal. The cause of the lack of telemetry observed in the field and upon the start of laboratory testing could not be established as telemetry function was normal following titanium case removal.